Event description:
I was using medihoney produced by derma sciences, a subsidiary of integralife sciences. Sku code on tube was 31805. I had been applying the medihoney to any injury of my foot. The injury was an ulcerated bunion of sorts. I subsequently got an infection and sought medical care. Samples of the fluid from the infection were lab tested by labcorp. The tests came back as having a heavy growth of the following bacterial: haemophilus parainfluenza (basically the flu virus). My doctor had never seen that in a patient. It is suspect that the medihoney caused this infection. My foot was hugely swollen and purple streaking was moving up my foot. Eventually I got it under control after many days of taking antibiotics (bactrim).